Manufacturer narrative:
Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced iris chafing, elevated iop and pigment dispersion. Reportedly, "patient had iris chaffing. Doctor removed for shorter length". In a separate surgery the lens was explanted. On the same day a replacement lens of the same model, shorter length and the problem was resolved. The cause of the event is reported as unknown. B7. - "lattice degneration" should be added. H6.- health effect- clinical code (e): 4581- "pigment dispersion" should be added. Claim# (B)(4).

Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced elevated iop and pigment dispersion. The lens was explanted and later replaced with a shorter length lens and the problem resolved. The cause of the event was reported as unknown. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H11- manufacturer narrative: elevated iop, pigment dispersionsecondary, and surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced iris chaffing. Lens was explanted and replaced for a shorter length lens. If additional information is received a supplemental medwatch report will be submitted.